Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, on the third firing of the stapler, part of the reload did not fire and the stapler would not open. No other details of the event are known. No patient impact reported. A new device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.